Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Additional information was received that the lead was explanted and a life vest was being used. No further patient complications have been reported as a result of this event. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert was received. The right ventricular (rv) lead displayed high pace impedance, noise and oversensing. Episodes of non-sustained ventricular tachycardia (nsvt) were observed. A lead fracture was suspected. The lead was programmed off and a life vest was ordered for the patient. No further patient complications have been reported as a result of this event.